Manufacturer narrative:
The field service representative (fsr) was not able to duplicate the reported issue. The fsr and the manufacturer's technical support specialist reviewed the logs. The logs showed that there was an error associated with an occurrence on (B)(6) 2021 , in which the level sensor was losing contact with the reservoir. The occurrence was happening and clearing so fast that a visual alert was not appearing on the central control monitor (ccm). Testing was done on the level module/level sensor. There were no issues found with the level module. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) was periodically alarming with no message displayed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on 27-jan-2021 and 28-jan-2021, the level alert probe was reporting a status change from coupled to un-coupled to coupled multiple times. This would cause a 'level not attached' alert, but sometimes the un-coupled condition cleared so fast that only the audio occurred. The user would have heard an alert tone with no indication of what caused it. The log confirmed the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure, on (B)(6) 2021 the team periodically heard a beep on the heart lung machine (hlm). The perfusionist was pumping case on the said date and heard a periodic beep from the hlm with no message on the perfusion screen or message in the message tab. This usually occurs when the level sensing system (pads on the reservoir, sensors in the pads) couples and decouples so quickly that the hlm does not register it and show an error message to the user. There was no delay in the continuation of the surgical procedure. The level sensing system and the hlm was used to continue the procedure without issue. There was no blood loss or harm related to the event.